Event description:
I will have essure birth control coils removed after years of unexplained pelvic pain on my left side. I have experienced unexplained pelvic pain, odd rashes, and metal taste in my mouth. My doctor says he will remove essure coils via surgery as it seems my body is beginning to reject the coils. When I have the pain it is on my lower left side, feels like a piece of a toothpick poking. The pain is very distracting and impacts what I do or opt to not do in my life. Essure inserted in 2004, pelvic pain first documented in 2006. Have reported pain to primary care doctor for past few years. Implanting doctor office "lost my records" and no hsg test from results from 2004 can be found either. My primary care doctor did not know small amount of nickel is in the coils.